Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01487. It was reported that the patient had two extensions replaced on (B)(6) 2021 due to an infection at the head. The physician connected the existing leads to two new extensions to resolve the issue. Effective therapy was established post-op.

Event description:
Additional information found the device is no longer liable as it was reported under (manufacturer reference number: 1627487-2020-33355).